Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, underwater pressure testing, and clear passage testing were performed. All tests passed successfully with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link of a one-link extension set did not flow during infusion. The device was being used with a non-baxter blood transfer device and an unspecified catheter. The reporter stated that the catheter had been checked for flow with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.